Event description:
Per oos, this pt received 23 inappropriate shocks in 30 hours due to noise on the rv channel. The impedances and sensing were within normal range; however, the impedance dropped from 716 ohms at implant to 400 ohms at removal. The physician suspects an insulation issue.